Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of an free flow of dose was not determined because no products or device logs were returned. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an infusion dose issue. Per report, "the device is not giving the proper dose, not sure if device is over infusing or under infusion". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action #, remedial action required and manufacturer narrative. Investigation summary: the reported complaint that the pca module did not infuse the proper dose was not confirmed. The suspect pca module was tested using asm 12.3 with a focus on accuracy testing to identify any issues related to the alleged over or under infusion event. Test results show the device passing all test as required. Laboratory test results showed that during pca module volume detection accuracy test, the measured volume was within +/-2% of the actual volume. According to srd-1445, this result meets the requirements for syringe volume accuracy. A bd 50ml syringe was loaded into the suspect pca module. A basic test infusion was programmed at a rate of 20ml/h. The infusion completed successfully as expected after one (1) hour. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pca module. Asm was used to evaluate the source pca module and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. During the external inspection, the barrel clamp assembly was found to be malfunctioning. When pulled to open, it became stuck and emitted a cracking noise, and the two (2) screws that attached the left handle to the lock housing were missed. No other issues or anomalies were identified with the suspect device. The internal inspection it was observed that inside at the bottom of the rear case appeared to be burned. It was found that one of the internal supports that secured a screw of the left handle, was broken. Fluid ingress was observed in the internal frame assembly. The syringe barrel clamp was observed to be lifted. The cable connections were observed to be in good condition, no damage was found to the drive arm, carriage block or linear sensor in the drive train assembly. The pca module logs were downloaded to ascertain event details associated to the reported complaint. After a review of the error logs, no records were found that contributed to the reported issue. The pca module event logs contained limited information about the device programming and did not include any drug information. The profile in use was not identified, as it resided on the pcu. A review to the event logs showed that a bd 50ml syringe was selected on october 31, 2024, at 3:12 pm, and a volume of 46.7901ml was detected. The user primed the infusion at a rate of 150ml/h with a volume to be infused (vtbi) of 1ml. The user pressed the bottom of the dose request cord strap multiple times between 3:13 pm and 4:03 pm. The user pressed channel off at 4:06 pm. The bd alaris system with guardrails suite mx user manual v12.3.2 notes that use only standard luer-lock syringes and infusion sets with integrated anti-siphon valves, designed for use on syringe-type pca pumps. Ensure syringe sizes and models are compatible with the pca module. Root cause: the root cause of the reported that the pca module did not infuse the proper dose was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pcu during laboratory testing. Note that this report lists imdrf annex a1006, a050701, g04037, g0405203, c11, c07, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an infusion dose issue. Per report; "the device is not giving the proper dose, not sure if device is over infusing or under infusion". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.